Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shutdown and upon charging it, the pump screen remained off and unresponsive. A different charging cable was used and the pump did not turn on. The customer reverted to using another pump for insulin therapy. Blood glucose was 128 mg/dl.